Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant, dislodgement of the right atrial (ra) lead was confirmed on x-ray. It was suspected that the dislodgement was due to patient anatomy such as hard myocardium. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.